Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: launcher 6fr jr4.0. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosis in the distal right coronary artery, with mild tortuosity and moderate calcification. After placement of the guide wire, the 3.0 x 8 nc trek balloon catheter was advanced to the lesion. Resistance was noted during advancement of the catheter in the anatomy and during first inflation at 12 atmospheres, the balloon ruptured. The device was exchanged for a non-abbott 3.0 x 10 mm non-compliant balloon and the procedure continued without issue. There was no clinically significant delay in procedure and no adverse patient effect. No additional information was provided.